Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 8.0 mmol/l versus 12.0 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 33%. Pt did not experience any adverse events. No further info has been reported.